Event description:
It was reported that complete heart block and syncope occurred requiring permanent pacemaker implant occurred. A 27mm lotus edge bioprosthesis was placed. No issues were noted during the implant procedure. The patient was discharged. Five (5) days following implant, the patient presented to the emergency department. The patient experienced a syncopal episode where he 'passed out'. He was able to be revived. Complete heart block was believed to be the arrhythmia associated with the syncopal episode. A permanent pacemaker was implanted. No further patient complications were reported.